Event description:
It was reported that the case was broken and there were scratches at the charging port, requiring adjustments to the charging cable, which could affect the pump's battery accuracy. Additionally, alarms occurring during occlusion stopped deliveries upon new cartridge or site changes, which led to supply waste and insulin loss. There was no reported impact to the customer's blood glucose level. The customer resolved the occlusion issue by changing the site and declined further troubleshooting.